Event description:
A hole in the bottom of the reaction cuvettes allowed the reagent/pt sample to leak out of the bottom of the cuvette, causing negative results. The lab did not report out any pt results. Lab personnel called co field service personnel to investigate. There was no serious injury or death.